Manufacturer narrative:
The insulin pump was received with intermittent button response noted during our testing. However, the insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. The insulin pump functioned properly. The insulin pump had minor scratched lcd window, cracked reservoir tube lip and battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that she was hospitalized due to high blood glucose levels and diabetic ketoacidosis (dka). Customer's blood glucose level at the time of admission was not included in the report. Customer reported that the insulin pump has an unresponsive keypad and does not seem to be delivering insulin properly. Customer's blood glucose at the time of the keypad incident was 480 mg/dl. Customer was wearing the pump at the time of hospitalization. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.